Event description:
The customer reported during shift check, when the autopulse platform (B)(6) was turned on, it makes a clicking noise. Also, although the backlight of the lcd screen lights up, the display is blank. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) makes a clicking noise when powered on and that the display is blank was not confirmed during functional test or archive data review. The reported complaint could not be reproduced. During functional testing, the customer reported complaint of a clicking noise and blank display could not be replicated. The autopulse platform passed the run-in test and final testing without any fault or error.